Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01, ipg, (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was cut during tricuspid valve replacement surgery. The lead was partially extracted, capped and replaced. No patient complications have been reported as a result of this event.